Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(6) 2017. The local representative reported that this device and electrode were implanted on (B)(6) 2017. The patient developed a hematoma and the pocket was evacuated on (B)(6) 2017. This morning, the patient was presented back to the electrophysiology (ep) laboratory and a pocket revision was performed. The electrode was disconnected and re-connected during this procedure. An automatic set-up was performed and the shock impedance was out-of-range. Additionally, sensing by the device looked different than what was observed at the time of the procedure and the patient's surface ECG was not the same as before. The local representative was informed that the out-of-range impedance was most likely the result of a connection issue. The technical service's consultant commented that the only option was to reopen the pocket and check the connection. The physician should tug on the electrode prior to loosening of the setscrew. The technical service's consultant and the local representative discussed rescreening and that an x-ray should be obtained. Despite multiple attempts, no additional information was available from the local representative. The available information suggests that this device and electrode remain in-service.